Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 9 instances of blank screen w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 45 allegations of a malfunction, 26 pumps were returned to animas and investigated. Of the investigated pumps, 26 were found to be malfunctioning due to moisture in the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 45 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-66 years of age and between 42 and 230 pounds. Of the reported patients, 23 were male and 22 were female.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of a blank screen w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.